Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vent plug was found missing on the end of extension hub on two bd nexiva¿ closed IV catheter systems which could potentially lead to fluid leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the customer complaint could was not confirmed already a return sample was not provided for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: we could not confirm a specific root cause for this issue since no sample or photo was sent for evaluation, we could not determine if it was user or manufacturing related.